Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that the device was received in backup operation mode. The backup operation did not recur after product code download, environmental, and mechanical stress tests were performed. Exposure to cold temperature could have contributed to the device reverting to backup operation.

Event description:
This report is to advise of an event observed during analysis.